Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed several tests during system checkout and generated high continuous pressure alarm. There was no patient harm. Manufacturer's reference #: (B)(4).